Manufacturer narrative:
Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated the increased aggression/belligerence, confusion/disorientation, and change in behavior was not related to device/therapy, nor to implant procedure. The etiology of the symptoms was reported as secondary to parkinson's. The outcome of the event was stated as resolved without sequelae (B)(6)2018; however, it was previously reported the event resulted in death, so the outcome is not clear. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a change of behavior. They had an on/off state of confusion and disorientation along with belligerence and increased aggression. The etiology was not specified, however this behavior led to patient death. No further complications were reported as a result of this event.